Event description:
The customer reported being admitted in the intensive care unit due to high blood glucose of 580mg/dl. The customer experienced nausea and vomiting prior to her admission. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Advised the caller to change the entire infusion set and reservoir. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.